Event description:
It was reported that during an unknown procedure the 4-40 stud was damaged. Changed to another device to complete surgery. There was no patient consequence reported. The blade and handle are connected together and cannot be unloaded.

Manufacturer narrative:
(B)(4). Date sent: 10/21/2025. D4 batch #: c9d70e. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 handpiece was received attached to the harh36 device and it was forcibly removed. Upon visual inspection, the nose cone was slightly separate from the mid housing. In addition, the mount was noted to be loose and could be rotated by external force. It was evaluated with a test instrument and a ¿no uses remaining- replace hand piece¿ alert screen was displayed by the generator when it was connected to perform the functional testing. Further analysis confirmed that the hand piece has already been used 95 times. No functional testing could be performed due to due to the separation of the nose cone at the mid housing and no instrument could be attached to the handpiece. The handpiece was disassembled to inspect internal components and all the internal wires were found to be disconnected. The transducer assembly was not held in place due to the gap between nose cone and mid housing. Torqueing of a disposable resulted in the turning of the handpiece transducer assembly. This resulted in the internal wires getting disconnected. The ¿replace hand piece¿ alert screen advises that the hand piece has failed to perform the internal diagnostic routines and the generator will not be able to operate the hand piece reliably. The handpiece is a re-useable instrument with a limited service life. The device is programmed with a counter to limit the service life to 95 procedures. The ¿no uses remaining- replace hand piece¿ alert screen advises that the hand piece has reached the end of life. This is not related to a functional failure. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion can be made as to how the nose cone was separated. A manufacturing record evaluation was performed for the finished device batch number c9d70e and no non-conformances were identified.